Event description:
On (B)(6) 2013, I had a total knee replacement. Dr (B)(6) was the doctor. He put a stryker triathalon. I participated in all physical therapy required by my dr and on (B)(6) 2013, I stepped back from my bathroom sink and within a minute my knee was the size of a cantaloupe and filled with blood and in extreme pain. I immediately called my dr was seen and he said I had a hematoma. He immobilized my knee and told me to rest it until my next physical therapist appt. Physical therapist refused to work on me after seeing my condition and sent me back to dr. He said it was ok to try pt again. Due to uncontrollable pain, I asked for a scan to be done and the scan showed the spacer had come completely out of the prosthesis. Surgery was done to correct this on (B)(6) 2013. Dr said he put in a thicker spacer but I had severe internal bleeding in my knee. It was determined the bleeding was caused by the parts being loose and damaging my tissue and blood vessels. On (B)(6) 2013, the same symptoms I experienced before extreme pain and swelling started again. You could hear the loose part rattling in my knee and on (B)(6) 2013, my knee filled with blood again. I asked to be referred to a dr who could get to the bottom of this and it was determined the parts were loose and misaligned. Dr (B)(6) used a laser to align my prosthesis in the previous surgeries. My revision was done on (B)(6) 2014 and I seemed better. In (B)(6) of 2015, I began to experience pain and talked to my family dr about this in (B)(6) 2015, he did a scan and sent me back to my orthopedic due to the fact the stryker knee was showing signs of loosening again. On (B)(6) 2015, I had a total knee replacement due to mechanical failure of the stryker and had a aesculap brand knee put in.